Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiography showed blood flow to the coronary arteries. Two hours later, the patient's hemodynamics deteriorated, for which cardiopulmonary resuscitation (CPR) and pcps (percutaneous cardiopulmonary support) were initiated. CPR was not successful and the patient expired. The physician reported the valve possibly shifted towards the ascending aorta, causing the valve to cover the coronary artery. Occlusion of the left main (lm) coronary artery was reported to contribute to the patient's death. The physician also stated that the valve shifting towards the ascending aorta was attributed to insufficient releasing of tension during deployment of the valve when 2/3 deployed, this along with a narrow sov (sinus of valsalva) also contributed to occlusion of the artery. An autopsy was performed although no results were made available.